Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 135 mg/dl. The customer was trying to bolus for a when she received an alarm. The customer stated that she was working in the yard and it was humid. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.